Manufacturer narrative:
Batch review performed on 12 june 2018. Lot 176740: 30 items manufactured and released on 13 december 2017. Expiration date: 2022-11-21. No anomalies found related to the problem. To date, 20 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on (B)(6) 2018. Postoperative femoral fracture few days after surgery in a (B)(6) woman. The fracture may have occurred during walking rehabilitation period. The causes of this event may include the initial slightly valgus position of the stem but other conditions such as bone quality or the normal bone weakening due to femoral preparation may have contributed.

Event description:
Revision surgery due to femoral fracture 10 days after primary. During the revision surgery, surgeon easily explanted the femoral stem and fixed the femoral fracture using 4 bone cerclages and implanted a wagner type stem. Surgeon left the cup (mpact dm) in place and changed femoral head and dm liner with new ones.